Manufacturer narrative:
The reported event of premature battery depletion and incorrect measurement was not confirmed. The device was received in normal range of operation. Device image analysis indicated average monthly voltage and current trends were normal. The provided fastpath was analyzed and it was noted that a different device was accidentally interrogated with the programmer, which had different projected longevity and patent data from the complaint device. The complaint device was normal and no anomalies were noted. Electrical and mechanical stress tests were performed, and no anomalies were noted. A longevity assessment was performed, and the device had appropriate longevity remaining.

Event description:
It was reported during an implant, two different programmers were used showing incorrect information and battery voltage showing premature discharge. Another device was used. There were no adverse health consequences to the patient.